Manufacturer narrative:
Additional information.

Event description:
No patient involvement. Device failed during testing.

Event description:
Information was received indicating that this ambulatory infusion pump failed flow testing. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis. The customer's reported problem was "failed flow test x2 at 7.1% & 7.8%". No physical damage was found on the pump. The pump was visually inspected and was tested for any signs of function and pressure failure. The delivery accuracy tests found the pump to be over delivering the control limit specification of +/- 3% but well within the published specification of +/- 6%. What caused the problem is unknown. Who caused the problem is unknown. The pump's expulsor was trimmed to bring the delivery into a more nominal range.